Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was connected during the manual prime. As a result, more than 70 units of insulin were delivered into the customer's body. The customer's blood glucose fell from 199 mg/dl to 168 mg/dl in five minutes. The customer's husband was advised to take the customer to the hospital. Nothing further was reported.